Event description:
It was reported to depuy acromed that a moss miami polyaxial screw broke post-operatively. As received, the screw was broken into two pieces. The initial implant date was not available. There were no other adverse consequences to the patient. A dimensional analysis was performed, where the screw was not damaged, and the screw conformed to specifications. A material assessment analysis was performed and the screw conformed to specifications astm for titanium.